Event description:
It was reported the patient was scheduled to receive a dose of medication at 2000. Hooked up the pump and inserted a new battery and noting happened. It was stated the pump did not run and there was nothing on the screen. The reporter stated they unhooked the patient and took the battery out of the pump. The caller stated the screen is blank. The pump is beeping, the screen is blank and the yellow light is on. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI number is unknown; g5: 510k is unknown.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the circuit board, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: (B)(6).